Event description:
Philips received a complaint from a customer that a patient ceased on an or table with philips's allura xper fd20. It appears that the patient went cold during a procedure in the or. A nurse panicked and went to push code 'blue' call button but hit the electrical safety emergency off button instead. This tripped the mains breaker and the allura xper fd20 got shut down. Doctor was calling for x-rays but no one knew how to reset the breaker. They called hospital biomed. Unfortunately this took 5 mins before the system booted up. It was too late.

Manufacturer narrative:
Investigation of the cause of this event shows that the cause of this event was the fact that the nurse of the hospital pushed the wrong button, the nurse shut down the power of the system. According the biomed of the hospital the philips system, the allura xper fd20 , did not contribute to the death of the patient. (B)(4).